Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a thoracotomy, the device fired properly all seven times. During the first and second firings white cartridges were used. While inserting the device with the back side of the green cartridge posterior to the bronchus the surgeon noticed bleeding before the third firing. The bleeding was controlled which took approximately thirty additional minutes for the surgeon to gain the control. One unit of blood was given to the patient. The same device was fired four more times properly to complete the procedure. Two white and two blue cartridges were used after the event. The device and cartridges were discarded.